Event description:
It was reported that during a davinci si hysterectomy procedure, the customer noted a bent at the tip. According to the information provided by the customer, the prograsp forceps instrument was not used on the patient and it was never inserted in the system. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that instrument was found broken at the proximal clevis to the main tube interface. The clevis was found to be dislodged from the main tube as a result. No missing piece was observed. Engineering concluded that the breakage was likely due to overloading at the tip. No other damage found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.